Event description:
As reported by the (B)(4) registry, approximately three weeks post index procedure the patient died. The patient was asymptomatic at the time of the index procedure. (B)(6) were both 0. Pta was performed on a 95% occluded lesion in the proximal right internal carotid artery of 15mm in length in a 7.0mm vessel diameter with mild vessel tortousity. The arch I lesion was eccentric and mildly calcified. A 6mm medium support angioguard embolic protection device was successfully deployed and deployment of an 8x30mm precise pro rx stent at the target site. The residual diameter stenosed measured 5%. The angioguard was successfully removed from the patient and debris was found in the basket. The patient was neurologically intact upon leaving the angio suite. The patient was discharged 2 days later without any major adverse events. (B)(6) stroke scale was 0 and (B)(6) was 1. The patient subsequently died and the cause of death was not indicated.

Manufacturer narrative:
Concomitant devices continued: pre and post-procedure medications included aspirin and clopidogrel. Angioguard rx catalog number 601814rmc, lot number 70612502. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the (B)(4) registry, approximately three weeks post index procedure the patient expired. The patient was asymptomatic at the time of the index procedure with baseline nih and rankin scores both 0. Pta was performed on a 95% occluded lesion in the proximal right internal carotid artery of 15mm in length and 7mm diameter with mild vessel tortuousity. The arch I lesion was eccentric and mildly calcified. A 6mm angioguard embolic protection device was successfully deployed followed by deployment of an 8x30mm precise pro rx stent at the target site. The residual diameter stenosis was 5%. The angioguard was successfully removed from the patient and debris was found in the basket. The patient was neurologically intact upon leaving the angio suite. The patient was discharged two days later without any major adverse events and a nih stroke scale of 0 and a rankin score of 1. The patient subsequently expired. Multiple attempts have been made to gather additional information; however, the cause of death has not been forthcoming. The patients medical history includes hyperlipidemia, abnormal stress test, diabetes mellitus and coronary artery disease. High risk criteria include chf (class iii/IV) and/or known severe left ventricular dysfunction lvef. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15344680 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. However, patient factors may have contributed to the reported event